Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified and the device was found in specification. No event date was provided so a review of the entire event history log was performed. There were 188 occurrences of downstream occlusion alarms with 185 occurrences showing "pump run - auto-restart" after the downstream occlusion alarm. There were 3 occurrences where the pump was powered off almost immediately after the detection of the downstream occlusion, before the auto-restart could happen and the occlusion cleared. Evaluation could not reproduce the issue and troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No cause was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not auto-restart after downstream occlusion when the device is set to the low setting. When set to the medium and high settings the device works properly and auto-restarts. This occurred during testing and there was no patient involvement. No additional information is available.